Event description:
The hcp reported that the patient's parents noticed increased tone and took him to the ER. There, the patient was determined to be tachycardic, diaphoretic, in respiratory distress, and was stiff as a board. The patient was treated with IV valium and admitted to the hospital. He began to improve, but then got worse especially with regards to respiratory distress. He was intubated, admitted to the intensive care unit, and begun on IV versed. The hcp did 2 cap dye studies which revealed good flow. They attempted to do a rotor study in the patient's room since he was intubated, but were unable to see the rotors clearly. Four days later, the pump was explanted and replaced. The neurosurgeon reported a possible leak near the pump connection, "but felt he may have loosened connection, replaced pump connector and made sure there were no leaks after pump replacement." After replacement, the patient was initially on 100 mcg/day of baclofen. Over the next few days, the dose was titrated up as the versed drip and ventilator were weaned to off. The patient was intubated for a total of 5 days. The patient has recovered without sequela and is doing great now. The hcp noted that the patient is currently on a lower dose of baclofen than he was before device replacement with less tone than he ever experienced before.